Event description:
When setting up for a mako tha, the scrub nurse was unable to advance the offset reamer handle through the end-effector. The reamer handle was replaced and send to cssd for decontamination and further investigation. It was then determined by the manager off cssd that one of the screws on the instrument had become loose.